Event description:
Physician used two admiral xtreme pta balloon catheters for the treatment of the mid/dist sfa of the left leg. It was reported that re-stenosis of the target lesion was confirmed post index procedure. Revascularization was performed. Investigator reported that both events were definitely related to the study device and procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Event date year valid only.